Event description:
It was reported that balloon rupture occurred. The target lesion was located in the aorta. A 14-4/5.8/120mm xxl balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: a xxl/14-4/5.8/120 was returned for analysis. A visual examination identified the returned balloon folds were relaxed. Blood was in the balloon which is indicative of a leak. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 10mm proximal of distal markerband. An examination of the balloon material and markerband identified no further issues. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the aorta. A 14-4/5.8/120mm xxl balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of different device. No patient complications were reported and the patient's status was good.